Event description:
The patient stated that 3 infusion tubings have separated at the luer connection. He stated that the first incident caused his blood glucose to elevate to 30 mmol/l (540 mg/dl). He stated he contacted his diabetes nurse and they resolved the issue together. The pt declined to provide any further info and stated he did not wish to be contacted any further. No further info is available regarding actions taken by the pt. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplement report.